Event description:
Customer reported that a pt developed a surgical site infection, nine days following a mohs procedure. The sutures were removed in 2009. Two days later, the pt presented with drainage from an "ulcer" in the center of the scar. Pus was expressed from the wound and the pt was prescribed antibiotics. The pt and site are reported as "better."

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.